Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of the probe (cutter) occurred, the condition of actuation and cutting was unknown during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Corrected information provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information, therefore the device history records traceable to the reported procedure pack could not be reviewed. The returned probe manifold was visually inspected. Visual inspection confirmed a folded aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell. This prevented the sample from priming on the console and caused aspiration failure. The kink on the tubing happened during assembling the rear shell to the probe engine. The root cause for the customer¿s event is likely related to assembly of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Based on our current tracking, there are no adverse trends for this reported event for this lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).